Event description:
There was an allegation of questionable high results for 1 patient tested for elecsys troponin ths (troponin t hs) on a cobas e 402 analytical unit, reportedly leading to an unnecessary coronary angiogram. The patient was reportedly admitted to the emergency department with dizziness. On (B)(6) 2025, the result from the e402 analyzer was 39.30 ng/l. A new sample was obtained, and the result from the e402 analyzer was 38.10 ng/l. A new sample was obtained, and the result from the e 402 analyzer was 41.30 ng/l. The patient¿s tropoinin t hs results were assessed as positive, and the patient was allegedly treated as non-st-elevation myocardial infarction (nstemi). On (B)(6) 2025, an echocardiogram showed mild concentric left ventricular hypertrophy (lvh), and no pericardial effusion. A coronary angiogram was performed with no significant stenosis identified, and all other results were normal. Clarification on the term "coronary angiogram" was requested but has not been received. It is unclear whether this was an imaging test only or if this was a cardiac catheterization. On (B)(6) 2025, the result from a new sample on the e402 analyzer was 53.00 ng/l. A new sample was obtained, and the result from the e402 analyzer was 44.70 ng/l. On (B)(6) 2025, a new sample was obtained, and the result from a different test (troponin I hs) from an unspecified chemiluminescent microparticle immunoassay (cmia) method was 24.800 pg/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Sample material was requested for investigation.

Manufacturer narrative:
Clarification was received that the "unnecessary cardio angiogram" performed was a cardiac catheterization.

Manufacturer narrative:
The patient sample was received for investigation. The investigation tested the patient sample with the elecsys troponin t hs assay. The investigation confirmed the customer's results. The investigation also tested the patient sample for myoglobin, and the result was highly elevated. The investigation determined that the elecsys troponin t hs (troponin t hs) assay result was a true positive for myocardial injury. The investigation noted that the patient sample was insufficient for interferent testing. The investigation did not identify a product problem.